Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported broken plunger rod. Stated, the thumb press/round piece is broken off plunger rod.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-feb-2022. Investigation summary: customer returned a total of (4) 0.5ml, 31 gauge, 6mm syringes from lot 1235495, each with their own specific type of damage/defect: one of the syringes features its thumbpress broken off at the base of the plunger rod. This would be unlikely to happen during use. One of the syringes has broken at the base of the connector. The needle hub as well as the syringe body¿s connector appear to be lodged inside the needle hub. One of the syringes is bent slightly at the base of its needle. The needle may have become bent as the result of forces placed on it during use. The remaining syringe has had its plunger rod separate from the black rubber stopper. The plunger rod appears undamaged. A review of the device history record was completed for batch# 1235495. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the thumbpress breaking off. A definitive root cause cannot be determined.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported broken plunger rod. Stated, the thumb press/round piece is broken off plunger rod.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported broken plunger rod. Stated, the thumb press/round piece is broken off plunger rod.